Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 800.8000. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: (B)(6) patient or user involvement: no patient or user harm: no case description: customer receives device 8015 (s/n (B)(4)), with system error in device history. Failure device type: failure problem type: failure mode: case resolution: customer receives device with error 800.8000 in the error log history (8015, s/n (B)(4)). Customer identifies the error logged in history several times. Explained to customer the problematic fault to the operate software on the device. Informed customer the end-users of the device, need to allow device response to key-press interactions. Suggested customer to re-flash the operate software back onto the 8015. Customer to monitor unit for any re-occurrence of the error code. Informed customer to repair/replace the logic board if device errors with same error code. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.